Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported an air detected in the cassette alarm. When the patient removed the cassette a fluid leak was observed. Patient could not determine the source of the leak. Patient discarded the cassette. Follow up with the patients peritoneal dialysis nurse indicated that the patient was not prescribed antibiotics and was asymptomatic.